Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for right foot multiple osteotomy surgery. During the surgery, the screw head does not attach on the screwdriver. The drill bit is bent and blunt. It was unknown how the procedure was completed successfully. It was unknown if there was a surgical delay reported. Patient consequence was unknown. This complaint involves (3) devices. This report is for (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: supplier- (B)(4); manufacturing date: 01-jul-2019; part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc; lot number: h701936 (non-sterile). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.